Event description:
It was reported that the tip of the second fiber used to treat a benign prostatic hyperplasia, broke in the patient's bladder. The tip was retrieved using forceps. A third fiber was utilized to complete the procedure. The procedure was extended by 45 minutes due to the reported event; however, there were no post-surgical consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber tip break was confirmed as analysis identified the metal cap and glass cap were detached. It is probable that the metal cap and glass cap detachment occurred due to elevated temperatures, near the laser beam output window. Analysis found that the metal cap exhibited severe debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass cap and metal cap detachment. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. An overall conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal cap and glass cap were detached from the fiber. The metal cap exhibited severe debris adhesion on its surface and the glass cap exhibited severe devitrification. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: caution: failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Investigation conclusion: based on the observed metal cap and glass cap detachment a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The metal cap and glass cap detachment likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted metal cap and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned.

Event description:
It was reported that the tip of the second fiber used to treat a benign prostatic hyperplasia, broke in the patient's bladder. The tip was retrieved using forceps. A third fiber was utilized to complete the procedure. The procedure was extended by 45 minutes due to the reported event; however, there were no post-surgical consequences to the patient.